Event description:
Nformation was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited over and under infusion (16.07ml, 7.13%). No adverse patient effects were reported.